Event description:
The customer reported that the tip broke off the blade about an inch from the end.

Manufacturer narrative:
Eval summary: immediate visible damage, defect confirmed. Cracked in 3 pin area.